Manufacturer narrative:
A manufacturer representative went to the site to test the system. Testing revealed that the pendant will not swivel at all. Disassembled swivel assy. Cleaned and lubricated as required. Pendant now swivels properly. The system then passed the system checkout and was fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the pendent does not swivel. There was no patient involved.